Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: per (B)(6) affiliate: rubber band broke during surgery and the doctor ended up suturing by hand. No patient injury or medical intervention reported.